Event description:
It was reported in a service report that the bed goes into trend when lock on fb is off. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result - siderail cable was shorting.